Manufacturer narrative:
No low reservoir alarms and no unresponsive buttons noted during testing. All of the buttons functioned properly. However, the device had corrosion on the keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corners, and cracked lcd window.

Event description:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.